Event description:
Reporter alleged discrepant blood glucose results of 14, 182, hi, & 200 mg/dl, when all tests were performed within a min of each other. As a result of the measurements, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.